Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The surgery was eventful, however, at the one-day postoperative visit the pt presented with central, vertical microstriae in the left operative eye. Two weeks post-operatively, the flap was lifted and stretched without improvement. Several months post-operatively, the flap was lifted and sutured. The pt's most recent post-operative best corrected visual acuity was 20/30. A ptk/prk enchancement is planned for a later date.